Event description:
Complainant alleged that during biomed testing the device would not power up with battery power and displayed "defib fault 72". Complainant indicated that there was no patient involvement in the reported malfunction.